Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. Pump error 81 was found on 01/15/2026 18:10:22.000. Line=393 file=16. Pump error 82 was found on 01/15/2026 18:10:22.000. Line=427 file=16. Per software engineering log investigation, pump error 82 and 81 were due to motor power grant request to main cpu not responded within timeout. Isolate to electronic assembly. However, during testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit was cut open and a visual inspection on the connectors and electronic assembly was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage was noted during visual inspection. The following cosmetic damages were noted: label damage (faded and peeling), cracked case (battery tube), battery tube threads - cracked, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 81 and 82 were confirmed when alarms were noted in download history review. Isolate to electronic assembly. Additionally, customer allegations for cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and pump error 41 (motor current error detected) and insulin delivery has temporarily stopped to ensure your safety and also reported damage on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear the alarm and complete rewind and passed the displacement and self test. Troubleshooting was performed for damage and found that the functionality of the pump was affected due to the damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.